Event description:
It was reported that during a drainage catheter procedure the tip broke. The physician was attempting to insert a flexima drainage catheter. During the procedure when the physician inserted the catheter in the biliary tract, the cannula tip broke through the catheter. The procedure was completed with another of the same device with no patient injury reported. The patient's condition is stated as 'stable'.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the flexima device was received loaded with metal cannula. Residue was present on the device to indicate use. From a visual evaluation, it was found that the distal tip of the catheter was torn and end of the metal cannula was partially sticking out of the tear. The metal cannula appeared bent from usage/ handling. The suture with the stopcock had been cut off during use and was not returned. Also, a small piece of the torn extrusion (measuring approximately 4 mm in length) was missing. It appears to be separated from the device and was not returned. It is not known if torn/separated piece of extrusion detached during use or during handling of the returned device. Since the catheter devices are 100% inspected during manufacturing, the observed findings are due to customer usage/ handling. Evaluating the distal tip, it appears that the metal cannula with trocar needle had pierced through and tore the tip likely from excess force (catheter insertion). Also, it is not known if the tip was damaged/ weakened during handling/ prep prior to use and subsequently torn during use. The catheter appeared intact except for the tear at the tip. Though the catheter was cut/ torn, it was likely due to procedural factors and not due to material degradation, softness or wall thickness. A device history record review of this lot number was performed and revealed no related issues to the reported complaint. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a drainage catheter procedure the tip broke. The physician was attempting to insert a flexima drainage catheter. During the procedure when the physician inserted the catheter in the biliary tract, the cannula tip broke through the catheter. The procedure was completed with another of the same device with no patient injury reported. The patient's condition is stated as "stable".